Event description:
Related manufacturer report number: 2916596-2022-00678. It was reported that the patient had a replace backup battery alarm on their controller. In an effort to troubleshoot, the care provider removed the backup battery and replaced it with a new backup battery. Despite this, the alarm remained present on the controller. The caregiver exchanged the patient's primary controller with their backup controller as well gave the patient a new backup controller. A replacement request was made. Additional information revealed another controller exchange took place due to another replace backup battery alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion the reported event of backup battery fault alarms was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2022 ¿ 2(B)(6) 2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place in the testing labs at abbott and took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The system clock was changed on (B)(6) 2022 from 13:42:44 to 14:36:30 and was changed again to (B)(6) 2022 at 13:43:06. Backup battery fault alarms coincident with backup battery end of service alarms were intermittently active on (B)(6) 2022 at 13:43:06 ¿ (B)(6) 2022 at 16:42:36 due to the clock being improperly set. The driveline was disconnected on (B)(6) 2022 at 16:41:48 and the controller was shut off at 16:42:36. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop and function as intended. The root cause of the reported event was conclusively determined to be caused by user error when setting the system clock. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), rev. C, section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.